Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was due to the ipg not being sutured into the pocket at the initial implant leading to device migration. Cvrx ID# (B)(4).

Event description:
On 16-nov-2023, during a regular titration, fluid was removed from the pocket. The patient reported that they felt good and there was no sign of an infection to the area. Prophylactic antibiotics was administered to the patient orally. On 28-nov-2023, it was reported that the patient needs to have a pocket revision because the wound did not close properly. Pocket revision occurred on (B)(6) 2023. In the opinion of the physician, the root cause of the pocket not closing properly was stitch/suture access. The physician decided to move the ipg sub-muscular.

Manufacturer narrative:
B4, d4, g6, h2 the device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Manufacturer narrative:
Corrected fields: b3, g3. Cvrx ID# (B)(4).